Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and mitral stenosis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported unchanged mr and the reported mitral stenosis could not be determined in this incident. Although a conclusive cause for the reported patient effects of unchanged mr and mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, implanted mitraclip (x2). The clip remains implanted in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip (cds0601-xtr) referenced is filed under a separate medwatch report.

Event description:
This report is filed for mitral stenosis post clip implantation. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4 and tricuspid regurgitation grade 4+. Three mitraclips were successfully implanted in the mitral valve without any device issues. The clips were implanted at the intended areas and were stable and well seated; however, there was no mr reduction. The mr remained grade 4. The mitral valve mean pressure gradient was 6-8mmhg. Three measurements were taken and the stenosis remained. No treatment was provided for the stenosis. The tricuspid valve was then treated. One mitraclip (cds0601-xtr, 81114u160) was successfully implanted. Post implantation, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). As treatment for the slda, another clip was successfully implanted. The tricuspid regurgitation was reduced to grade 3. There was no adverse patient sequela and there was no clinically significant delay. No additional information provided regarding this issue.